Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott ambassador reported evidence of a charred component was found on the alinity s system. When the instrument transitioned to running a loud rattling noise was heard from the lower left rear door of the instrument. Upon inspection the left lower magnet lock showed signs of charring. The magnet lock was replaced to resolve the issue. No smoke or visible fire was observed. No impact to patient management was reported.

Manufacturer narrative:
The abbott ambassador conducted troubleshooting and found that the left lower magnet lock showed signs of charring. The ambassador determined the cable-mag-lock (part number: b-30108538-01) was the cause of the issue. The photographs provided were reviewed and illustrate the evidence of the charring magnet lock and confirms the issue as described in this complaint. The replacement of the part resolved the issue and the unit functioned as intended. Review of the service history for the alinity s system did not identify contributing factors and no additional issues of burn/charred components were reported. A review of complaint and trending data did not identify any trends for tickets with replacements of the cable-mag-lock part. No other complaints were received associated with burn/charred for the part. A review of the transfusion product monitoring tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. The issue and the returned cable-mag-lock was evaluated. The abbott ambassador indicated the electromagnetic door lock was causing an audible vibrating noise when energized. Inspection of the part found the arcing was due to an internal fault caused by a short in the part. Manufacturing documentation for the part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. The alinity s system service documentation contains adequate information for electrical hazards and the troubleshooting, removal and replacement of the part. Abbott diagnostic equipment and accessories are certified to the appropriate us, canadian and international safety standards, and adequate protection is provided for the operator against electric shock or burn. The burn/charred observed from the cable-mag-lock was limited to one cable magnet lock and did not spread to other components or the analyzer. No systemic issue or deficiency of the alinity s system was identified.

Event description:
An abbott ambassador reported evidence of a charred component was found on the alinity s processing module. When the instrument transitioned to running a loud rattling noise was heard from the lower left rear door of the instrument. Upon inspection the left lower magnet lock showed signs of charring. The magnet lock was replaced to resolve the issue. No smoke or visible fire was observed. No impact to patient management was reported.